Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The power control board was recommended for replacement. No report of patient involvement.

Event description:
The hospital reported the unit was overdelivering air pressure during preuse checkout. There was no report of patient involvement.